Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/12/2016. Retain and return product was tested and the customer complaint was not confirmed. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. 40 retain cartridges were tested in whole blood and I-stat control level 1. Customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification for potassium response. There were no repeats on the I-stat, two different samples are run on the I-stat and the laboratory taken approximately 2 hours apart. There is not enough information to determine whether an I-stat product malfunction occurred. Results for potassium are affected by the amount of time the sample is allowed to stand before testing, hemolysis, sample type (serum versus plasma) and interfering substances (bromide, sodium thiosulfate)

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) female patient admitted for pneumonia . There was no additional patient information available at the time of this report. Return product is available for investigation. Method: I-stat, collection: 22.10, result: 5.3. Siemens vista, 22:11, 2.9. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).